Event description:
A malfunction was reported on the pump, and the caller indicated that no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and was instructed to call back if the malfunction code appeared again.